Event description:
It was reported that the vns patient passed away on (B)(6) 2012. Follow-up revealed that the cause of death was chronic respiratory illness and cerebral palsy. The patient was buried with his device still implanted; therefore, no analysis can be performed. No further information relevant to the patient¿s death have been received to date.

Manufacturer narrative:
Cyberonics, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that cyberonics has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA.